Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. As part of resolution, a sensor replacement was offered to the user. B4.date of this report 09 may 2025 g3.date received by the manufacturer? 09 may 2025 h3. Device evaluated by manufacturer?no h6. Medical device problem code updated to 1480 h6. Type of investigation updated to 4114 h6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On february 11, 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.